Manufacturer narrative:
Please refer to update statement dated 22apr2019. No further follow-up is planned. Evaluation summary: a male patient stated that when using his humapen ergo, the device did not seem to work well. The patient experienced increased blood glucose. Investigation of the returned device (batch 0403a04, manufactured march 2004) found both clear cartridge holder engagement tabs were broken. This malfunction may cause an underdose. Malfunction confirmed. Marks consistent with removal of the tabs by bending fatigue were observed on both engagement tabs. The core instructions for use informs users not to damage or remove the cartridge holder tabs. It further states not to use the device if the cartridge holder tabs are broken or if any part of the device appears broken or damaged and to contact lilly or their healthcare professional while the exact date when the patient started using the device could not be determined, based on the amount of time elapsed since this device was manufactured (2004), it is likely that the patient used it beyond its approved use life. The user manual states the humapen ergo device has been designed to be used for up to 3 years after first use there is evidence of improper use. The patient used the device after removal of the engagement tabs. This may be relevant to the event of increased blood glucose. Based on the manufacture date, it is likely the patient used the device beyond the recommended use period. It is unknown if this is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a pharmacist who contacted the company to report an adverse event and a product complaint (pc), concerned an (B)(6) male patient of an unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humuline 30/70) via cartridge from humapen ergo (burgundy) twice daily, at 8 units in morning and 14 units in evening, via an unknown route, for the treatment of an unknown indication, beginning on an unspecified date. On an unknown date, while on human insulin isophane suspension 70%/human insulin 30% treatment, humapen ergo (burgundy) did not seem to work well (pc: (b)(4, lot number: 0403a04) anymore because his blood glucose values were too high (values, units and reference ranges were not provided). Humapen ergo (burgundy) might be leaking or had another problem. Information regarding corrective treatment, outcome of the event and status of human insulin isophane suspension 70%/human insulin 30% treatment was not provided. The operator of the humapen ergo (burgundy) and his or her training status was not provided. The general humapen ergo (burgundy) model duration and suspect humapen ergo (burgundy) model duration of use were not provided. The suspect humapen ergo (burgundy) associated with product complaint (B)(4) was returned to the manufacturer on (B)(6) 2019. The reporting pharmacist did not provide relatedness assessment of the event with human insulin isophane suspension 70%/human insulin 30% treatment or the humapen ergo (burgundy). Update 28-mar-2019: initial information received on 15-mar-2019 and follow up information received on 18-mar-2019 were processed together. Update 29mar2019: additional information received on 28mar2019 from global product complaint database reiterated the lot number 0403a04 which was already present and correct in the case. Updated the device return status to returned to manufacturer and added date returned to manufacturer for the suspect humapen ergo device associated with pc 4671819. Corresponding fields and narrative updated accordingly. Update 03-apr-2019: additional information was received from the initial reporter on 29-mar-2019. Updated description as reported of the event blood glucose increased and narrative with the new information. Update 18apr2019: additional information received on 28mar2019 from global product complaint database. Updated malfunction from unknown to yes/cirm for the suspect returned humapen ego (burgundy) device associated with product complaint (B)(4). Updated the european and (B)(6) (EU/(B)(6)) device information, case priority, and device preliminary comments. Corresponding fields and narrative updated accordingly. Update 22apr2019: additional information received on 19apr2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information, and improper use and storage from no to yes. Added date of manufacturer for the returned humapen ergo (burgundy) device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly.